Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pump failed accuracy by a value of -8.80%. No patient injury or complications were reported in relation to this event. There was no patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in an excellent condition. During analysis, the reported issue was unable to be duplicated. Service performed preventive maintenance and all functional tests to pass. Based on the evidence, the complaint was confirmed, and no fault was found.